Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no batch or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description: no lot information or sample available. Rationale: based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that during use of the protector p55 foreign matter was found in the vial during connecting to vial or detaching injector. This occurred on 2 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: when preparing 500mg of endoxan, fm was found in the vial during connecting to vial or detaching injector.